Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported emergency light turned on and igniter malfunction during inspection for use involving an olympus xenon light source. The customer suspected that the cause of the emergency lights turned on occurred due to an igniter malfunction. There was no patient injury reported.